Event description:
Revision surgery - due to the patient complaining of groin pain.

Manufacturer narrative:
The reason for this revision surgery was to remedy an unspecified patient groin pain after 6 months of use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Hospitalization - initial or prolonged was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 903b1091. A total of eleven complaints have been submitted against this part number. This is the first complaint submitted for a patient groin pain. The remaining complaints have resulted from other issues such as infections, instability, impingement and dislocation. No definitive information was provided to describe the nature or root cause of the groin pain. Factors un-related to the implants that may contribute to a patient groin pain are: degenerative bone, improper or incorrect implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.